Manufacturer narrative:
The device was not returned to stryker for evaluation. The customer received a replacement lid and battery. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device does not hold a charge. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not hold a charge. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.